Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle of 60 degrees. The right femoral artery was chosen as the access site, with an average vessel diameter measured at 5.5 mm or greater. Notable calcification was present, and there was a 90-degree angle at the junction between the common iliac artery and the bifurcation (carefur). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, the delivery system (ds) could not be advanced, and noted to be deformed. A new ds was replaced, and the new system was confirmed to have an optimal, intact valve capsule. Initially, the (ds) could not be advanced, but once it reached the bifurcation, passage became smooth. The valve capsule appeared curved, the ds functioned normally and was therefore advanced further. After crossing the annulus, at 80 percent the valve was placed at a depth of 3mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc) and it was decided to release the valve. Upon release, the valve migrated downwards towards the ventricle. After the deployment the valve appeared fully expanded with minimal asymmetry. The ds was noted to be deformed; moderate to severe intra-aortic insufficiency (ias) was noted; mild paravalvular leak (pvl) was noted then a snare was used to pull up the valve to sinus of valsalva (bulb). No ias was noted and the physicians decided to stop pulling furthermore. The implanter believes that the spring force accumulated by the ds in overcoming the tortuosity may have led to a lack of stability in the release. They further hypothesized that using a smaller size might have resulted in a better outcome. On the following day, the patient was developed with pulseless electrical activity (pea) and pronounced to be deceased. An autopsy will be performed to investigate the cause. No additional information was provided.

Manufacturer narrative:
An event of device migration, incomplete stent opening, perivalvular leak, central regurgitation, aortic valve insufficiency, cardiac arrest, and death was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause of the reported device migration could not be determined. The incomplete stent expansion is most likely a result of the reported device migration. The observed paravalvular leak, central regurgitation, and aortic valve insufficiency are considered cascading effects to the incomplete stent expansion. A definitive cause for the reported cardiac arrest and subsequent death could not be established. An unexpected medical intervention was a result of case specific circumstances, as the device was snared. The reported improper or incorrect procedure or method is related to the device being repositioned using a snare. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29 mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a horizontal anatomy with an aortic valve angle of 60 degrees. The right femoral artery was chosen as the access site, with an average vessel diameter measured at 5.5 mm or greater. Notable calcification was present, and there was a 90-degree angle at the junction between the common iliac artery and the bifurcation (carefur). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, the delivery system (ds) could not be advanced, and noted to be deformed. A new ds was replaced, and the new system was confirmed to have an optimal, intact valve capsule. Initially, the (ds) could not be advanced, but once it reached the bifurcation, passage became smooth. The valve capsule appeared curved, the ds functioned normally and was therefore advanced further. After crossing the annulus, at 80 percent the valve was placed at a depth of 3 mm on the non-coronary cusp (ncc) and 4 mm on the left-coronary cusp (lcc) and it was decided to release the valve. Upon release, the valve migrated downwards towards the ventricle. After the deployment the valve appeared fully expanded with minimal asymmetry. The ds was noted to be deformed; moderate to severe intra-aortic insufficiency (ias) was noted; mild paravalvular leak (pvl) was noted then a snare was used to pull up the valve to sinus of valsalva (bulb). No ias was noted and the physicians decided to stop pulling furthermore. The implanter believes that the spring force accumulated by the ds in overcoming the tortuosity may have led to a lack of stability in the release. They further hypothesized that using a smaller size might have resulted in a better outcome. On the following day, the patient was developed with pulseless electrical activity (pea) and pronounced to be deceased. An autopsy will be performed to investigate the cause. No additional information was provided.